Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/essure coli perforated uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included depression (not recovered prior to essure). Plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Concurrent conditions included ankle sprain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain/ chronic pelvic pain/ pain"), pelvic discomfort ("increasingly severe pain and discomfort"), menorrhagia ("heavy menstrual bleeding/ heavy periods"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), the first episode of rash ("excessive rashes/rash"), tooth disorder ("excessive dental problems"), dyspareunia ("pain during intercourse/ dyspareunia painful sexual intercourse"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea cramping"), metrorrhagia ("metorhagia bleeding b/w periods"), pruritus ("skin condition/ rashes or skin conditions type: itchy skin"), urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: uti"), complication associated with device ("bladder problems/ bladder or urinary problems or changes-complications leaking around foley"), urinary tract disorder ("urinary problems/ bladder or urinary problems or changes"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine, migraines / headaches"), headache ("headaches"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), dry skin ("skin condition/ rashes or skin conditions type: itchy/dry skin"), anxiety ("anxiety"), the second episode of rash ("rash"), haemorrhoids ("hemorrhoids"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and perineal pain ("perineal pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed), unilateral oopherectomy - left slide) and bladder reconstruction. Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pruritus, urinary tract infection, complication associated with device, urinary tract disorder, vaginal infection, vaginal discharge, mood swings, depression, dry skin, weight increased, anxiety, the last episode of rash, dysfunctional uterine bleeding and perineal pain outcome was unknown, the genital haemorrhage, pelvic pain, menorrhagia, back pain, abdominal pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, metrorrhagia, alopecia, fatigue, hormone level abnormal, migraine and vaginal haemorrhage had resolved, the pelvic discomfort, abdominal distension and tooth disorder had not resolved and the headache was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, complication associated with device, depression, dry skin, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhoids, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, mood swings, pelvic discomfort, pelvic pain, perineal pain, pruritus, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of rash and the second episode of rash to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Received treatment for pain, bleeding, allergy,psych injury, migration,bladder/urinary problem,other injuries/symptoms: yes. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.5 kgs. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : back pain, abdominal pain, weight gain, acute hemorrhoid, vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases was not applicable. Most recent follow-up information incorporated above includes: on 27-jan-2020: plaintiff fact sheet and medical records received : reporters added. Removal date updated. Events added- hormonal changes describe: mood swings, abnormal bleeding (vaginal ), weight gain, anxiety, rash, haemorrhoids, device dislocation updated to uterine perforation ,perineal pain dysfunctional uterine bleeding. Event ¿skin condition¿ updated to ¿rashes or skin conditions type: itchy/dry skin¿. Event ¿psychological trauma¿ updated to ¿depression¿.medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/essure coli perforated uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device leakage "bladder problems/ bladder or urinary problems or changes-complications leaking around foley". The patient's medical history included depression (not recovered prior to essure). Plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Concurrent conditions included ankle sprain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain/ chronic pelvic pain/ pain"), pelvic discomfort ("increasingly severe pain and discomfort"), menorrhagia ("heavy menstrual bleeding/ heavy periods"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), the first episode of rash ("excessive rashes/rash"), tooth disorder ("excessive dental problems"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods),"), pruritus ("skin condition/ rashes or skin conditions type: itchy skin"), urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: uti"), urinary tract disorder ("urinary problems/ bladder or urinary problems or changes"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine, migraines / headaches"), headache ("headaches"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), dry skin ("skin condition/ rashes or skin conditions type: itchy/dry skin"), anxiety ("anxiety"), the second episode of rash ("rash"), haemorrhoids ("hemorrhoids"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and perineal pain ("perineal pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed), unilateral oopherectomy - left slide) and bladder reconstruction. Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pruritus, urinary tract infection, urinary tract disorder, vaginal infection, vaginal discharge, mood swings, depression, dry skin, weight increased, anxiety, the last episode of rash, dysfunctional uterine bleeding and perineal pain outcome was unknown, the genital haemorrhage, pelvic pain, menorrhagia, back pain, abdominal pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, metrorrhagia, alopecia, fatigue, hormone level abnormal, migraine and vaginal haemorrhage had resolved, the pelvic discomfort, abdominal distension and tooth disorder had not resolved and the headache was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dry skin, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhoids, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, mood swings, pelvic discomfort, pelvic pain, perineal pain, pruritus, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of rash and the second episode of rash to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Received treatment for pain, bleeding, allergy,psych injury, migration,bladder/urinary problem,other injuries/symptoms: yes. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.5 kgs. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : back pain, abdominal pain, weight gain, acute hemorrhoid, vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Medical conditions: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain/ chronic pelvic pain"), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("increasingly severe pain and discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), the first episode of alopecia ("excessive hair loss"), rash ("excessive rashes/rash"), tooth disorder ("excessive dental problems"), dyspareunia ("pain during intercourse"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("menorrhagia (bleeding b/w periods),"), skin disorder ("skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), the second episode of alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, skin disorder, psychological trauma, urinary tract infection, bladder disorder, urinary tract disorder, vaginal infection and vaginal discharge outcome was unknown, the pelvic pain, genital haemorrhage, menorrhagia, back pain, abdominal pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, metrorrhagia, the last episode of alopecia, fatigue, hormone level abnormal, migraine and headache had resolved and the pelvic discomfort, abdominal distension, rash and tooth disorder had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic discomfort, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Received treatment for pain, bleeding, allergy,psych injury, migration,bladder/urinary problem,other injuries/symptoms: yes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases was not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events-"migration, apareunia, dysmenorrhea (cramping), menorrhagia (bleeding b/w periods), general abnormal bleeding, rash, skin condition, psych injury, uti, bladder problems, urinary problems, vaginal infection, vaginal discharge, hair loss, fatigue, hormonal changes, migraine, headaches, patient did not undergo essure confirmation test", reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.